Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, possible allergic reaction, implantable pulse generator (ipg) site skin is thinner, inflamed ipg site and skin necrosis. The implantable pulse generator (ipg) system will be explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.